Event description:
It was reported that a patient underwent a mamma surgery on (B)(6) 2014 and a reservoir was activated. The reservoir seemed to have weaker suction than usual. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.